Manufacturer narrative:
(B)(4). Device used for treatment and not diagnosis.(B)(4): placeholder.

Event description:
This complaint is for two unknown screws.this is 3 of 4 reports for this event.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2011, the patient had a primary t11 ilium posterior fusion with pangea and a four level l2-3 l3-4 and l5-s1 with plivioa. The patient then developed a subsequent non union at l5-s1 and complained of squeaking when flexible and extending. An x-ray was performed and both s1 screws appeared to be loose as well as both t11 screws. The t11 screws had pulled away from the pedicle. On (B)(6) 2013, the construct was revised. An alif was performed at the l5-s1 using synfix. The posterior construct was inspected and revised as well. Both rods were found to be broken at the s1 level. The right rod was broken within the head of the s1 screw and the left had broken cranial to the s1 screw. The inner set screw of the right s1 locking cap was also found to be loose. The left side was intact. Both s1 screws were loose and removed. Both rods were replaced without replacing the screw. New locking caps and iliac connectors were applied and the construct tightened without a problem. This report is for 4 unknown screws. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, mnh, kwp, and kwq. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.